Event description:
Physician reported that patient underwent original surgery in 2001. A wedged-shaped segment of the posterior vagina was excised exposing the levator muscles. These muscles were approximated with suture and the posterior vagina was closed with a running locking suture. The patient developed anal drainage and drainage from the vagina. Patient underwent surgery at a second facility 4 months later for revision of a rectal vaginal fistulous tract.